Event description:
The patient reported, that the hcp weaned her off intrathecal baclofen in preparation for explant since patient reported kidney pain, swelling at the waistline and between legs. The hcp reduced dose to 25% of original and subsequently removed the remaining baclofen and placed saline in the pump. The patient went to the emergency room the next day, when her husband found her unresponsive and drooling; the patient had seizures, lethargy and paralysis from waist down. The patient had been receiving lioresal 500 mcg/ml; daily dose is unknown. The hcp reported, that the patient was unhappy with the results of intrathecal therapy; dose adjustments had been made, but the patient continued to "feel overly floppy" with minor dose increases. The hcp was aware of reported swelling, but was unaware of the event reported by the patient's husband requiring ER visit. It is unknown if device troubleshooting was performed or the outcome relative to reported symptoms. The patient is awaiting pump explant.